Event description:
Anastomosis using double pursestring method (proximal and distal) created excessive tissue within device, requiring time and effort to get device into range. On removal of device, noticed that anvil stem had slipped out 5-8mm such that staples did not form, and anastomosis fell apart. Another anastomosis was successfully performed with a second dlu using single pursestring method.